Manufacturer narrative:
It is unknown when the allergic reaction first developed. (B)(4). The original implant procedure was performed on an unknown date. It is unknown if the patient returned to the operating room for explant/revision. (B)(6). (B)(4). Allergic reaction that the patient developed following implantation of the product. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient developed a strong allergic reaction sometime following an implant procedure. The devices implanted included a 3.5mm locking compression (lcp) hook plate and four (4) 3.5mm cortex screws. It is unknown if the patient returned to the operating room for treatment/revision. This report is 5 of 5 for (B)(4).